Event description:
It was reported that when the external pulse generator (epg) was received at service the engineer found that the output parameters were unable to be adjusted. It was indicated that there was no patient involvement in this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.